Manufacturer narrative:
Investigation into this event showed that after the customer ran a water blank and recalibrated, acceptable qc results were obtained. The root cause of the event was not determined.

Event description:
A customer observed negatively biased valp qc results on the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.